Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of the screen having a white line and the glow is different. The unit's liquid crystal display (lcd) panel assembly was discovered to be faulty. The system monitor was repaired and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on (B)(6) 2024. The system monitor was received into inventory on (B)(6) 2013. The system monitor shipped to the customer on (B)(6) 2013. The unit was manufactured (B)(6) 2013. Lcd display panel was part number 101292, lot number 121786. Heartmate ii power module instructions for use revision b states if the system monitor does not function properly contact thoratec's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor screen had a white line appearing and the glow was different. The contacts of the cables were inspected and found to be secured. The system monitor was replaced.